Event description:
The complainant alleged while monitoring a pt (age and gender unknown), the device's display blanked out. The complainant indicated that there was no adverse effect to the pt as a result of the reported malfunction.